Event description:
The pt is a 57 year old white female who is currently suffering from complications of her right breast implant. The right implant had been very sore with shoulder ache. There are also dry eyes. Night sweats, numbness and tingling in the right arm. A mail carrier who works full time, she has tenderness around the implant. Xeromammogram shows the implant to be intact under the muscle. Discomfort and contracture.